Manufacturer narrative:
Review of the manufacturing records verified that the lot met release requirements. Based on the device examination performed, no manufacturing anomalies were identified to which the event could be definitively attributed. All information has been placed on file for use in tracking and trending.

Event description:
The following was reported to gore: the patient presented with a left subclavian lesion. The gore® viabahn® vbx balloon expandable endoprosthesis was advanced through the 7fr tuermo sheath to the un-dilated lesion. When the device could be advanced no more the doctor elected to remove the device. As the doctor was withdrawing the device, he was unable to get it into the sheath. The device 'popped' off the catheter in the patient. The doctor was able to snare the device out of the patient. The procedure continued with the doctor pre-dilating the lesion and implanting another gore® viabahn® vbx balloon expandable endoprosthesis successfully.